Event description:
A healthcare professional (hcp) reported a pt was receiving hemodialysis on the baxter sps 1550 device. After two and one half hours into a three hour treatment, the pt complained of not feeling well and exhibited signs of cramping. The hcp administered 350 cc normal saline and discontinued the treatment thirty minutes early. The hcp reported no alarms were noted during treatment. The pt's pre-treatment weight was 62.9 kg. The goal weight to be removed was 2.6 kg. The blood flow rate was 550 ml/minute and the dialysate flow rate was 700 ml/minutes. The hcp stated the pt left the unit ambulatory and alert.